Manufacturer narrative:
Citation: chard rb et al. Use of the medtronic freestyle valve as a right ventricular to pulmonary artery conduit. Ann thorac surg. 2001 may;71(5 suppl):s361-4. Doi: 10.1016/s0003-4975(01)02491-2. Presented at the viii international symposium on cardiac bioprostheses, cancun, mexico, nov 3¿5, 2000. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients who had a medtronic freestyle bioprosthesis implanted as a right ventricular to pulmonary artery conduit. All data were collected from a single center. The study population included 13 patients (predominantly female; mean age approximately 10 years), all were implanted with medtronic freestyle bioprosthetic valves; 2 were previously implanted with medtronic hancock conduits. Prosthesis sizes used were: 12, 14, 16, 19, 21, 23, and 25 mm. It was noted that the 12, 14, and 16 mm valves were custom made. No serial numbers were provided. Among all patients, one death occurred. It was reported that 12 hours post implant the patient had a pulmonary hypotensive crisis with cardiac arrest that required cardiac massage. The following day (approximately 48 hours post implant), an echocardiogram ¿did not identify any obstruction to the conduit.¿ the patient¿s chest was closed on day 7 post implant. The patient died of biventricular failure on day 8 post implant. No other details were provided. Based on the available information, medtronic product was not directly associated with the death. For both hancock patients, adverse events included: conduit removed and replaced with a freestyle valve (indication for replacement not reported). Based on the available information, medtronic product may have been associated with the adverse event. Among all freestyle patients, adverse events included: valve explant due to obstruction at the right ventriculotomy site (1 case). The following observations were reported regarding the explanted valve: the valve itself was unobstructed but was electively replaced, there was evidence of host tissue growth on the porcine left cusp, and radiographic examination revealed some calcification on the inflow part of the valve. Other adverse events included: re-exploration procedure for ¿significant¿ bleeding (1 case) and mild pulmonary regurgitation (2 cases). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.